Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had tubing that was blocked and could not be primed. There was no patient involvement as this occurred before patient connection. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and revealed that the chamber and the check valve were not sent back with the sample. Clear passage test was performed on the remaining part of the set with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.